Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during implant procedure this lead incurred damaged in the lead body. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Visual inspection revealed insulation was punctured through in spiral fixation region of lead; damage consistent with wire escaping the lumen. Complete lead was returned and not severed. Puncture hole in silicone insulation just distal to fluoro marker, most likely created when stylet escaping the lumen during back-loading. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that during implant procedure this lead incurred damaged in the lead body. The lead was never in service. No adverse patient effects were reported.